Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report from a consumer with supplemental information provided by a nurse in the USA of patient made mistake/ touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal 1.5%, low calcium, pd4 ambuflex and dianeal 2.5%, low calcium, pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, dianeal therapies were reported to be ongoing. During a call with baxter customer service, the following was reported by the consumer (patient's brother). On an unreported date in (B)(6) 2012, the home patient (hp) experienced peritonitis and was not hospitalized. It was unknown if a culture was performed and at the time of the initial call, the cause of the peritonitis was reported to be unknown. Per the reporter, the patient has recovered from the peritonitis event. During follow up with a peritoneal dialysis nurse (pdn), the following additional information was received. The pdn clarified that on an unreported date, the patient made a mistake of touch contamination (details not provided) which caused the peritonitis, diagnosed on (B)(6) 2012. The pdn confirmed the patient was not hospitalized for the event. Treatment was not reported. It was not reported if the patient was retrained in proper aseptic technique. Per the pdn, at the time of this report, the hp was recovering from the peritonitis event. Concomitant medications were not reported. The pdn confirmed that the cause of the peritonitis was the patient made a mistake of touch contamination and therefore, the cause was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because, the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. This complaint is confirmed because, it was reported as a break in aseptic technique by the patient described as touch contamination. No assignable cause was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.